Manufacturer narrative:
This pli_20 is a duplicate of FDA report number 2649622-2025-07141. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the remote monitoring network express report displayed incorrect, headings for cardiac compass was listed as an easy electrograms (egm) arrhythmia summary and incorrect layout for with easy egms at the lower part of the cardiac compass; and rate histogram had a rhythm strip at the bottom of the page. Technical support was provided, advised caller that the team was experiencing a partial service disruption that impacts transmission data and report generation on the remote monitoring network. Users may experience an error or a red x on some images. Advised that technical team is working to restore services. A ticket was created and the issue was under investigation. It was also reported that approximately four weeks post implant of an implantable pulse generator (ipg) system, the right ventricular (rv) lead exhibited high capture thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.